Event description:
It was reported that during a procedure via celioscopy a plastic part of the device became detached in the patient's abdomen. The part has been removed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.